Event description:
Pharmacy reports unit was programmed to deliver 10% dextrose and when bag was check with a glucometer, the bag contained 7% dextrose. No patient impact. Bag was to contain 54ml of premasol, 10% dextrose at volume of 14ml, and 13ml of sterile water.